Event description:
It was reported that patient experienced high blood glucose event on (B)(6) 2026, due to infusion set leaks at the site.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: united states.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.